Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the patient underwent 'transurethral ureteroscopic laser lithotripsy and transurethral ureteral stent placement,' a urinary foley catheter was routinely left in place to drain urine. During the morning rounds, it was observed that the catheter had excessively slipped out of the urethra. The catheter was removed, and examination revealed that the catheter balloon had ruptured, causing it to be expelled outside the body. This did not cause any harm to the patient.

Event description:
It was reported that after the patient underwent 'transurethral ureteroscopic laser lithotripsy and transurethral ureteral stent placement,' a urinary foley catheter was routinely left in place to drain urine. During the morning rounds, it was observed that the catheter had excessively slipped out of the urethra. The catheter was removed, and examination revealed that the catheter balloon had ruptured, causing it to be expelled outside the body. This did not cause any harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.